Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a looped catheter is confirmed but the exact cause remains unknown. One radiographic image was provided for evaluation. The image appears to show a catheter line within a patient. An arrow is pointed towards are region in the line which appears to be looped around itself. A sharp bend in the catheter is visible in the location the catheter appears to be looped. Based on the image provided, possible contributing factors include securement method, placement location, and manipulation of the catheter during use. Since the catheter appears to be kinked and looped, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that a loop was noted in the PICC through a chest x-ray. The PICC was inserted with 3cg, normal insertion with no resistance and great 3cg confirmation with max p wave and blood return. Eleven days after insertion, the patient reported problems with flushing. A chest x-ray was done and the radiologist reported as azygos vein and that was reason for no blood return. It was further reported that the patient nearly completed treatment, and the treatment was discontinued and PICC line removed with resistance. It was further reported that a week after the x-ray, another radiologist confirmed a definite loop in the chest x-ray. A migration could not be confirmed since a lateral chest x-ray is needed, however, not possible at the moment. The patient was an outpatient, no reasons to have had increased intrathoracic pressure.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a loop was noted in the PICC through a chest x-ray. The PICC was inserted with 3cg, normal insertion with no resistance and great 3cg confirmation with max p wave and blood return. Eleven days after insertion, the patient reported problems with flushing. A chest x-ray was done and the radiologist reported as azygos vein and that was reason for no blood return. It was further reported that the patient nearly completed treatment, and the treatment was discontinued and PICC line removed with resistance. It was further reported that a week after the x-ray, another radiologist confirmed a definite loop in the chest x-ray. A migration could not be confirmed since a lateral chest x-ray is needed, however, not possible at the moment. The patient was an outpatient, no reasons to have had increased intrathoracic pressure.